Manufacturer narrative:
Siemens filed the initial MDR on 06/11//2020 reporting a presumed false-positive atellica high-sensitivity troponin I (tnih) result. Additional information received after filing on 06/11/2020: investigation is complete. The customer observed a reproducibly elevated atellica im tnih value for one patient sample. The same sample was run on an alternate method/platform and gave a low/negative result. Qc testing results for this assay lot were reviewed and found to be within acceptable limits; no indications of product-performance issues were identified. No other samples were reported to be discordant. This is a sample/patient-specific incident. The patient did not undergo serial troponin tests. The patient was suspected of having covid-19 however diagnosis is not known. Medical history not available. Initial result: 41.43 pg/ml; repeat result: 43.53 pg/ml. Atellica tnih overall 99th percentile is 45 pg/ml. Gender specific ranges: female plasma 99th% 34 pg/ml ; (90th% range 27.36-66.23). Female serum 99th% 38.64 pg/ml; (90th% range 28.58-72.36). These patients results, while elevated above the female gender cutoff 99th%, are within the 90th-percentile range. There are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. In product clinical trials, 11% of patients without an ami diagnosis had at least 1 atellica im tnih test result above the 99th percentile (> 45.20 pg/ml (ng/l)) on 1 or more serial draws. Conditions may be cardiac related or non-cardiac related. Troponin assays are standardized differently and antibody binding differences can cause differences in results. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No product performance issue is observed. System is operational. Based on the investigation, no product problem was identified. No further investigation is required. The device, method, result and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the updated codes. MDR 1219913-2020-00140 was filed for initial testing of the sample.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The instruction for use (IFU) states the following in the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2020-00140 was filed for the initial testing on (B)(6) 2020.

Event description:
On (B)(6) 2020, a discordant positive result was observed using the high-sensitivity troponin I (tnih) assay on the atellica im 1600 analyzer, when compared to an alternate method. The observed result was 41.53 pg/ml. When the same sample was re-tested on the atellica im analyzer on (B)(6), another positive result was produced: 43.53 pg/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant tnih results.